Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned proglide device could not confirm the reported suture break, as the returned portion of the suture had been cut from the anterior needle, distal of the link. The analysis indicated that the device was fully deployed and delivered the sutures as designed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on a review of the available information, no product deficiency was identified. Reportedly, the proglide device was used for attempted arteriotomy closure of the radial artery, it should be noted that the instructions for use (IFU) state under indications for use that the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Uses of the device other than intended has the potential adversely affect the devices effectiveness and my have contribute to the initial reported experience and associated patient effects with the unreturned compliant device.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the radial artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): indications for use. The customer reported that the device was deployed in the radial artery. The device in indicated for percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patient who have undergone diagnostic endovascular and interventional catheterization procedures utilizing a 5f or 6f procedural sheath. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.